Manufacturer narrative:
The returned sample was visually inspected and no obvious defects were found. Only the infusion manifold was returned. A calibrated console representing the current software version was used to test the sample. The infusion manifold was tested with the lab stock combined components. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No bubble was found during fluid air exchange. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the infusion tubing set was blocked. A sample was not received to date for this complaint report; therefore, visual inspection or functional testing could not be conducted. Without a sample it cannot be determined if there were any physical anomalies that led to the customer's experience. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken for this occurrence, as the root cause is unknown and a sample was not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the infusion tubing set was blocked with no air passing through it during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.